Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 122 mg/dl at the time of incident. Customer stated that they were not able to complete rewind. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and basic occlusion test. However, device alarmed compromised force sensor system alarm during prime test due to moisture damage at the force sensor resistor. Unable to perform occlusion test, excessive no delivery test.